Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient reported experiencing signal loss on her dexcom mobile app which led her to go to the ER. The patient refused to provide any further information about this event, including any patient symptoms, treatment details, or how long the patient was in the ER prior to being discharged. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.